Manufacturer narrative:
Conclusion: no conclusion can be drawn. Radiographic images were provided and reviewed. The product was not returned.

Event description:
Allegedly revised for unknown reasons at this time.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. Additional information has been requested. This report will be updated when additional information is received or the investigation is complete.